Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2011 due to exposure and dyspareunia. The patient continues to have persistent urinary incontinence as of (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence & pelvic organ prolapse on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.